Manufacturer narrative:
The balloon pieces were returned for evaluation. Only the distal portion of the bav inflation balloon was returned after being used in the procedure. The proximal portion of the balloon catheter device (bav) was not returned for evaluation. The bav balloon was visually inspected and the following was observed: longitudinal to radial burst was observed on the bav inflation balloon. The proximal part of the inflation balloon, guidewire, and rest of bav were not returned for evaluation. Balloon walls wrinkled. Distal part of balloon to nose tip bond remained intact. No other abnormalities observed on the device no functional testing was able to be performed due to the condition of the returned device. The complaint for balloon burst was confirmed visually. Double wall thickness measurements were taken along the inflation balloon tear and all the measurements met specification. A device history review (DHR) was performed and did not reveal any manufacturing related issues that could have contributed to the reported event. A lot history review did not reveal similar complaints for balloon burst. A review of complaint data for january 2017 revealed that the complaint rate did not exceed control limit for the category of ¿balloon burst.¿ no instructions for use (IFU) or training deficiencies were identified. During manufacturing, the balloon catheter undergoes the following inspections related to the reported event. The balloon component was 100% dimensionally inspected to ensure that the balloon outer diameter and wall thickness were within specification. Additionally, the balloons are 100% visually inspected for crow¿s feet, cone defects, contamination, and visual defects (fish eyes, gel spots, scratches). During assembly of the balloon catheter, devices underwent the following inspections: balloon catheters were 100% leak tested. Manufacturing performed 100% visual inspection, verifying that all components were present and in corrected position (balloon cover) and that there were no kinks or physical damage. Quality performed 100% visual inspection, verifying that all components were present and in corrected position (balloon cover) and that there were no kinks or physical damage. Balloon burst pressure testing was performed for the work order during product verification testing on a sampling basis. The lot was accepted as the calculated upper tolerance limit based on the tested samples was above the specification. These inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a defect in manufacturing contributed to the reported complaint of balloon burst. The complaint for balloon burst was confirmed, but no manufacturing non-conformances were identified. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. Per the compliant information, the native annular and native leaflet calcification was rated as ¿moderate¿. Additionally, the cer stated that the bav balloon catheter ¿was sized to 21.5mm per the physician¿s request¿ and that ¿a total of 20cc of contrast was noted in the atrion device.¿ it should be noted that the appropriate volume to be used for the 20mm bav is 16ml (16cc). Therefore, it is likely that patient (moderate annular and leaflet calcification) and/or procedural (over-inflation of balloon with above specified fluid) factors contributed to the reported event. The complaint of balloon burst was confirmed, but no manufacturing non-conformities could be found in the returned sample. Available information indicates that patient factors (calcification) and/or procedural factors (over-inflation due to excess fluid) contributed to the event. No labeling or IFU inadequacies have been identified. Therefore, no preventative or corrective action is required at this time.

Manufacturer narrative:
(B)(4). The balloon pieces are to be returned for evaluation. Investigation is underway.

Event description:
As reported by a field clinical specialist for partners 3 clinical study, during inflation of the bav the balloon ruptured. Vascular surgery removed the balloon from the patients right sfa. The procedure was performed under conscious sedation in the ccl. For balloon sizing, a 20 mm x 4 cm edwards¿s balloon was sized to 21.5 mm per physician's request. A total of 20 cc of contrast was noted in the atrion device. The patient was rvp at 180 bpm and the balloon was inflated. During inflation, the bav balloon ruptured. The balloon catheter was removed, but the balloon was ¿not attached to the catheter¿. The 14f esheath was removed and examined, but no balloon material was noted. After angiography and fluoroscopy of the aorta and the lower extremities, the distal marker of the balloon was visualized on the amplatz wire in the abdominal aorta. A snare was used to successfully remove the marker, but no balloon material was attached. The 14f esheath was remove for examination and exchanged for a new 14f esheath. No balloon material was noted in the explanted sheath. At this time, the heart team agreed to proceed with the valve implantation procedure. The 23mm sapien 3 valve was implanted in the aortic position without issues. The missing balloon fragment was discovered in the right sfa and removed by the vascular surgeon. The abdominal angiogram and runoff revealed good, brisk blood flow. The 14f esheath was removed and the right femoral arteriotomy was closed. The patient left the ccl awake, alert and in stable condition. Transferred to the ccu for observation. The patient was discharged 4 days later. Oversizing of the edwards 20 mm balloon was the reported root cause.

Manufacturer narrative:
The following report fields have been updated due to additional information received: the balloon pieces were returned for evaluation. Investigation is underway.